Manufacturer narrative:
The complete UDI is not available at this time. A request has been made to the UDI database support. Once the information is updated a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this device bio envelope developed hematomas, therefore the bio envelope was explanted. No additional adverse patient effects were reported.